Event description:
It was reported that during a ptca procedure in the distal circumflex artery. Complications developed during an attempted stenting and the guide wire tip lodged in the pt's coronary vessel. Attempts to retrieve the guide wire tip were unsuccessful. The pt remained in the hospital until discharged and was then admitted to another hospital the next day with chest pain. The pt then suffered an mi and other attempts at catheterization removal of the guide wire tip were made, but were unsuccessful.